Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the emergency room on (B)(6) 2020 due to low blood glucose. The blood glucose level at the time of the incident was 32 mg/dl and the blood glucose at the time of the emergency room visit was 68 mg/dl. Customer stated that they had car accident previously, they were passed out due to low blood glucose, and had a concussion. The customer experienced symptoms such as nausea. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.